Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Event description:
Additional information received that it was noticed before surgery during setup time so there was no delay and they were able to get another set up with another extractor in it.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Johnson & johnson canada reported via cst that extraction pin/tooth in the poly extractor is bent so cannot be fully dialed out. The device associated with this report was not returned. Examination of the provide photo confirms the complaint of bent extraction pin. A two-year search of the complaint database found misuse as a contributing factor. If the instrument is levered back and forth while attached to the liner with this tab in the ard of the cup, the levering movement may contribute to the tip damage. It is also possible that once the liner is removed from the cup if the mechanism to release the liner is not fully unscrewed and the liner is more forcefully removed by hand this tip can be damaged. A design change co103567877 was implemented on july 15, 2019, to help alleviate this type of complaint; modified a 4-tooth pattern to remove the inner two teeth, and replace it with a smooth surface starting at the second tooth and running toward the base of the extension. The dimension changed from .053 to .072. This device was manufactured prior to design change. Complaints will be monitored under post market surveillance sep 419.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Product complaint # : (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The extraction pin/tooth in the poly extractor is bent so cannot be fully dialed out.